Event description:
Pt with esophageal stricture sustained a perforation of the esophagus when dilator with stylette passed. Pt developed subcutaneous emphysema requiring intubation & subsequent or for removal of foreign body and repair of esophagus. Postop developed sudden hypotensive episode 2 days later and expired.